Event description:
Multi-lumen central venous catheter was inserted unknowingly into the right femoral artery. IV infusions began via catheter. Six hours later, patient complained of pain and numbness to right leg. Vascular study revealed no flow to right superficial femoral artery, popliteal or tibial artery. Patient taken to operating room, catheter found in right femoral artery and thrombosis also removed.